Manufacturer narrative:
B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl defibrillator tried to shock twice during patient use but neither shock was delivered properly. The patient did not survive the incident.